Event description:
It was reported that a lead implanted in a canine patient exhibited undersensing. During testing it was found to exhibit oversensing. Reprogramming was done and the lead remains in use. No patient complications have been reported as a result of this event.